Event description:
It was reported that during a bph prostate procedure, the customer reported: ¿fiber tip defected¿, at 50,000 joules, no additional information provided. The case was completed with a second fiber. Patient outcome: no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the distal glass tip is detached and not returned; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone under the metal cap location; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.